Event description:
It was reported that during a laparoscopic gastric bypass procedure, something happened so they could not fire and could not open the instrument. They had to convert from laparoscopic gastric bypass to open in order to continue the procedure. No further information is available from the facility.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device opened and closed without any difficulties noted. Event could not be confirmed as no cartridge was received for analysis.